Event description:
Covidien service center received a device with a report of no audible alarm.

Manufacturer narrative:
Covidien investigation confirmed the reported problem of no alarm tone and isolated an intermittent alarm to the main pcb.